Event description:
The mach 1 series of scimed guiding catheters for coronary angioplasty have a tendency of kinking, often in situations when the catheters are excessively torqued to cannulate the coronary artery. This problem occurred when torquing was required to cannulate the coronary artery, especially when the iliac arteries were tortuous. The catheters have, on 4 occasions in rptr's own personal experience, kinked inside the body. Resulting in obliteration of the lumen to an extent that it is difficult and sometimes impossible to pass the 0.038" guidewire through the catheter. It becomes a safety issue as the kinked catheter becomes friable and can break off into two at the site of the kink (though this never occurred in rptr's experience). It becomes difficult to remove the kinked catheter from inside the body. A little gentle force was however successful in removing through the femoral arterial sheath in all the cases. However extreme caution and care was required while gently tugging the kinked catheter to prevent the breakage of the catheter inside the body (as in about 2 of these 4 cases rptr could not pass the guidewire through the lumen of the kinked catheter past the kinked site).